Manufacturer narrative:
Event date - (B)(6) 2016. Event description - additional information mdrs related to this event: 2029214-2017-00043, 2029214-2017-00044.

Event description:
Medtronic received information that adverse event happened to the patient 25-26 hours post coiling treatment.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. Mdrs related to this event: 2029214-2017-00043 2029214-2017-00044.

Event description:
Medtronic received information that post coil treatment this patient suffered fever, vomiting, headache and physical weariness. The patient was treated for a small cerebral aneurysm with two axium prime coils. The patient's under steroid treatment and condition is currently stable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.